Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Follow-up in situ testing revealed affected channels. The caregiver reports the child may have fallen off the trampoline. At the follow-up appointment the user came with multiple broken and missing pieces of equipment.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore, five electrodes were found extra-cochlear during explantation due to a post-operative migration of the electrode array out of cochlea. A complete insertion is reported at initial implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
When the recipient was seen for follow-up in situ testing revealed affected channels. The caregiver reported the child may have fallen off the trampoline. At the follow-up appointment the user came with multiple broken and missing pieces of equipment. A CT scan has already been done and was normal. The user has been re-implanted with a flex24 array.